Manufacturer narrative:
E1 phone number: (B)(6). One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to the device main circuit board. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The device circuit board was replace and passed all testing.

Event description:
It was reported that the pump was showing error code 41786. There was no patient involvement.